Manufacturer narrative:
(B)(4).

Event description:
Procedure: lung resection. According to the reporter: the customer reports that during stapling (bronchus) the sulu stopped at 30mm with partial stapling /cutting of the bronchus. While using a second stapler, noticed a lesion of the pulmonary artery. The surgeon made the decision to convert immediately to an open surgery (thoracotomy). Blood loss = 2 liters.